Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: "pump problem no patient harm or any active infusion stopped. A preliminary review of the logs identified the following issue: processor hardware failure (linux core) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for processor hardware failure (linux core). Log files indicate processor hardware failure (linux core). Som was removed and replaced previously. The main pcba is failing due to flow_control_status_failure. The lcd screen is damaged due to broken screw mounts. The fva motor is damaged due to pinched wires. The power entry pcba is damaged due to pinched wires. The ground connections are braided wire versus insulated wire. The left bag hook is missing the main pcba, fva motor, power entry pcba, lcd touch screen, and ground wires will be removed and replaced during the repair process before being sent to the test line for full functional testing.